Event description:
Healthcare professional reported left side ¿associated snowstorm appearance of a left axillary lymph node" and "extracapsular rupture with associated silicone lymph node¿ diagnosed via ultrasound. Healthcare professional also reported "multiple stable solid predominantly ovoid and round hypoechoic lesions in both breasts likely fibroadenomas" and is not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.